Event description:
Same case as MDR# 2134265-2013-01843. It was reported that during a stenting treatment procedure a vessel perforation occurred. Vascular access was obtained via the right femoral artery. The lesion being treated was located in the left main artery. Using a 1.25mm burr with a rotalink and choice guide wires, rotational atherectomy was performed. The physician then advanced a 1.5x15mm apex balloon catheter but was unable to cross the lesion. A 1.75mm burr was used for additional rotational atherectomy. The same 1.5x15mm apex balloon catheter was re-advanced to the target lesion and was inflated at 10 and 16atms. The rotalink guide wire was removed and the same choice guide wire and a 2.5x12mm apex balloon catheter were advanced to the target lesion. The balloon was inflated to 16atms in the target lesion and 4atms in the left circumflex artery. A 3.50x16mm promus element plus stent delivery system (sds) was advanced to the target lesion however is was unable to cross and was successfully removed. A non-bsc extension guide catheter was used and the sds was re-advanced. There was good flow in the area and choice guide wire was well positioned. The patient then had a "disturbance" and moved. Choice wire and the extension guide catheter came out. The physician re-wired with same choice wire and re-advanced the sds. Stent was deployed at 11atms and a small perforation was noted. The perforation was treated by inflating a 3.5mm x 8mm apex balloon catheter to 12atms. The patient was taken to the or for repeat bypass surgery. No further patient complications were reported and the patients status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).